Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited t-wave oversensing, and noise resulting in an inappropriate shock. Rhythmcare provided recommendations for troubleshooting and programming, for optimal device function. The device remains implanted. No additional adverse patient effects were reported. Several attempts to obtain additional information have been unsuccessful. If pertinent information is provided in the future, a supplemental report will be submitted.